Manufacturer narrative:
Due to character restrictions in block e1. Event site name: (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported that intra-aortic balloon (iab) was implanted in the operation on (B)(6) 2024. And iabp counterpulsation was continued. Blood reflux was found in the balloon inflatable tube at 3:00, (B)(6) 2024. And it was preliminatively judged that the balloon was broken in order to avoid gas embolism, considering that the patient's condition was still stable and the circulation was still stable, the balloon catheter was removed. The patient's condition was still stable after removal, and the catheter was checked and confirmed as gas after removal the balloon is ruptured.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, g7, h2, h6(type of investigation, type of investigation), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Event description:
N/a